Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable 510k: this report is for an unk biomaterial - preformed/part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: it was reported that on an (B)(6) 2011, the patient underwent spinal fusion surgery with expedium viper system, the patient was implanted with the unknown rods, screws, locking screws and allograft material. The surgery was performed at (B)(6) hospital in (B)(6). The patient is experiencing pain and there is no plan to remove the devices at this time. Patient and procedure outcome were unknown. Patient need an advise. This complaint involves unknown number of devices. This report is for one (1) unknown biomaterial - preformed. This report is 4 of 4 for (B)(4).